Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as fold flaw opening. ¿ other-technical: observed orange particles in the valve. Additional observations: ¿ observed creases on the device. ¿ orange particles observed inside the device. ¿ observed wear abrasion on the device.

Event description:
Patient reported a right side deflation. Healthcare professional reported "particles in valve". Device was explanted.

Event description:
Patient reported a right side deflation. Healthcare professional reported "particles in valve". Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.